Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and siemens reviewed the data provided. Siemens guided the customer through a maintenance action plan including, cleaning windows, verifying alignments, checking mixers, ultra-sonics, wash wheels, and running a precision test. The system passed with acceptable results. The photometer belt and cables were replaced. The system passed the chem wash study. An additional decontamination and recalibration of the reagent was also performed. Siemens concluded that the potential cause was the improper centrifugation practice during preparation. System was fully functional after guidance. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2020-00093 and 2517506-2020-00095 were filed in conjunction with this report.

Event description:
A discordant, falsely elevated cardiac troponin patient result was obtained on a dimension xpand with hm instrument (sn (B)(4)). The initial result was not reported to the physician(s). The same sample was repeated on an alternate dimension xpand with hm instrument (sn (B)(4)) and again on an alternate dimension vista instrument. The repeat result from the alternate dimension xpand with hm instrument (sn (B)(4)) was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin patient result.